Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that four of the bd nokor¿ filter and admix needles experienced compromised sterility from foreign matter.

Event description:
It was reported that four of the bd nokor¿ filter and admix needles experienced compromised sterility from foreign matter.

Manufacturer narrative:
Investigation summary: two photos were provided for evaluation. One photo shows the packaging top web and the other photo shows the needle assembly with a hair that got trapped between the top and bottom webs, therefore failure mode is verified. Operator interaction with the product is minimal, however, hair contamination is possible if proper gowning is not followed. All operators are trained to a gowning procedure to minimize risk of hair contamination. Per procedure, hairnets/beard covers must always be put on before the smock. The hairnet and beard cover must cover all hair. Hairnets and beard covers must be discarded once removed. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.